Event description:
A customer reported a malfunction on their insulin pump, which led to their blood glucose level exceeding normal limits. There was no third-party assistance needed as the customer administered a correction injection on their own. Technical support assisted in resetting the pump and provided guidance, but the issue persisted, leading to the decision to replace the pump. Technical support sent a replacement pump, instructed the customer on necessary steps for returning the defective one, and advised on programming and connecting the replacement.